Event description:
There is no adverse event associated with manufacturer report number 1314956-2025-00001. Please refer to corrected manufacturer report under reference number 2640128-2025-00009. This incident was initially reported on (B)(6) 2025, under manufacturer reference number (B)(4) as alleged ocular inflammation of unknown type or severity for which the patient sought medical treatment and medications were prescribed. A follow-up report was submitted on 02 jun 2025 with device analysis results. Manufacturer's routine quality record review identified that due to an administrative error, this event was recorded in the manufacturers quality management system with the incorrect manufacturing site which resulted in the incorrect manufacturing site details being used, including assignment of an incorrect manufacturers reference number. This event has been resubmitted to the FDA under the corrected manufacturer report number, see 2640128-2025-00009.

Manufacturer narrative:
There is no adverse event associated with manufacturer report number 1314956-2025-00001. Please refer to corrected manufacturer report under reference number (B)(4). This incident was initially reported on (B)(6) 2025, under manufacturer reference number (B)(4) as alleged ocular inflammation of unknown type or severity for which the patient sought medical treatment and medications were prescribed. A follow-up report was submitted on 02 jun 2025 with device analysis results. Manufacturer's routine quality record review identified that due to an administrative error, this event was recorded in the manufacturer's quality management system with the incorrect manufacturing site which resulted in the incorrect manufacturing site details being used, including assignment of an incorrect manufacturer's reference number. This event has been resubmitted to the FDA under the corrected manufacturer report number, see 2640128-2025-00009.

Manufacturer narrative:
Device sample received and analysis complete. For updated data refer to the following sections: (b4), (b6), (d9), (g2), (g3), (g6), (h2), (h3), (h6), (h10), (h11). Manufacturers investigation of the returned device and manufacturing records found no failures or nonconformances and no trends were identified. No root cause could be established, the relationship between the coopervision device and the incident is unconfirmed. As it is unknown which eye (os/od), or if both eyes (ou) were involved, please refer to linked manufacturer report cc590282 9614392-2025-00016 for second associated incident report.

Manufacturer narrative:
No device sample was returned for analysis, manufacturing records reviewed and found no-issues or non-conformance's. Based on the available information, no root cause could be established. The relationship between the coopervision device and the incident could not be unconfirmed. As it is unknown which eye (os/od), or if both eyes (ou) were involved, please refer to linked manufacturer report (B)(4), 9614392-2025-00016 for second associated incident report.

Event description:
This incident was reported to the manufacturer by the patient's contact lens prescribing and/or purchase location, as reported to them by the patient. It was reported that the patient experienced ocular inflammation and sought medical treatment and unspecified medication(s) were prescribed by the treating ophthalmologist. Good faith efforts have been made to obtain additional information without success. This event is being reported in an abundance of caution due to unknown nature and severity of the incident, unconfirmed diagnosis, and the potential for serious and/or permanent injury associated with some ocular/corneal inflammation events. Should further information become available, a follow-up report will be submitted as appropriate. As it is unknown which eye (os/od), or if both eyes (ou) were involved, please refer to linked manufacturer report (B)(4) 9614392-2025-00016 for second associated incident report.